Manufacturer narrative:
Other relevant device(s) are: brand name: micra-delsys, model #: mc1vr01us-delsys / expiration date: 28-may-2022 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 18-dec-2020. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the patient developed cardiac perforation, pericardial effusion and cardiac tamponade. The leadless implantable pulse generator (ipg) was deployed briefly, then repositioned, contrast was used on both occasions. Surgical intervention was carried out in the form of drain insertion. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.